Event description:
It was reported that the patient underwent laparoscopic appendectomy on (B)(6) 2015 and suture was used. During the procedure, the suture broke. The procedure was completed with a like device. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion - retained samples were evaluated. They were visually and functionally examined for strength and they met requirements.